Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address for concern of tibial loosening, over sized femur and excessive scar tissue. Intra-operatively surgeon excised scar tissue and removed all implants excluding the patella. Tibia baseplate took several minutes to remove from tibia with flexible and rigid osteotomes. Tibia baseplate had well fixed cement on the lateral side. Back table photos of the implants are available for review. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.